Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as 1 ml of diluent with a tint of blue. The leak originated at the bottom of the white blood cell count (wbc) bath. The leak was identified while the analyzer was performing the startup process. The background was failing for the wbc parameter. The leak was contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, eye glasses, and gloves when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and rebuilt the wbc (white blood cell) bath aperture assembly, resolving the issues. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).